Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm occurred again. The alarm was silenced and setting were reviewed. The pump was powered off and on. Line was clamped, cassette was removed, line was rubbed, and cassette tapped on a hard surface, then the cassette was replaced and device was powered back on. The procedure was repeated due to the device still displaying a no disposable alarm. The device was powered back off and the patient was instructed to call the clinic. No patient injury was reported.

Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (7-jan-2007) and there was no indication of a manufacturing defect during the investigation.